Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the patient experienced a syncopal episode. During the left ventricular capture threshold test, the programmer was "updating directory" during this time the output continued to decrement so the device was delivering sub threshold output for several seconds resulting in syncope. The device was reinterrogated and the rest of the interrogation took place without issue. The patient was stable and would continue to be monitored.